Event description:
Customer reported via phone call that they have a no delivery alarm. The blood glucose reading is 7.2 mmol/l.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received functioning properly, no excessive no delivery alarms noted. The insulin passed displacement, rewind, basic occlusion, prime/a33, and excessive no delivery alarm tests. The insulin pump has minor scratched lcd window, cracked reservoir tube lip and battery tube threads.